Event description:
It was reported that the customer passed away in her sleep. The caller stated that they went to dinner the night before, and everything was fine. The next morning, the customer was found unconscious, with blood all over her face. The paramedics were called, and the customer's blood glucose was low when they arrived, but the caller couldn't remember what the reading was. It was stated that the customer was wearing the insulin pump at the time of death, and it was removed when she arrived at the hospital. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump did have cracked battery tube threads, a cracked reservoir tube lip and case near the display window corners.